Manufacturer narrative:
No repeat testing was performed on the abs2000, but the customer performed manual capture testing that resulted with a very weak positive reaction in cell iii (k+ cell). Customer revealed the weak positive reaction observed in cell iii was due to examining the capture strips with a magnifying glass. The customer was advised that a magnifying glass should not be used to read results. Additionally, the customer performed testing with panocell reagent red blood cells and confirm the presence of the anti-k. The reactivity of the k antigen was confirmed on retention capture-r ready-screen, lot g149. Customer revealed the pt's surgical notes listed 350cc of blood was lost during surgery in 2007 and the pt received 3l of IV solution. Advised customer a combination of the blood lost during surgery, the amount of IV solution and the transfusion may have decreased the pt's antibody titer causing the unexpected negative result on the abs2000. The customer did not return sample for investigation testing, it is not possible to rule out the sample as a cause of the event.

Event description:
Customer stated a pt with a previously identified anti-k resulted with a negative antibody screen when tested on the abs2000. The pt received a transfusion the day before the unexpected negative results were generated.